Event description:
Related manufacturer reference number: 2017865-2022-42760 it was reported that the patient has deceased on (B)(6) 2022. The cause of death was cardiac arrest. There is no known allegation from a health care professional that suggests that the death was related to their pacemaker system.

Manufacturer narrative:
The device was returned due to a deceased patient. After all electrical tests performed, including thermal and mechanical stress testing the device exhibits normal characteristics. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. No anomalies were found.